Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius regional equipment specialist (res), who replaced the actuator board to resolve the issue and return the machine to service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A fresenius res (regional equipment specialist) technician reportedly was called onsite by a user facility to repair a 2008t machine with a reported acid pump problem. While servicing the machine, the res found a chip on the actuator board burned. The res replaced the actuator board and the acid pump to resolve the issues and return the machine to service. There was no patient involvement.